Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ syringe with bd luer-lok¿ tip when drawing to inject, the fluid inside the syringe went past 50 ml mark and it started leaking out of bottom. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage past stopper with lot #6252639 regarding item #309653. A sample was received in the (B)(4) plant for evaluation. The syringe leaked past first rib and not second rib of stopper therefore failure mode is verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: based on the above investigation, a CAPA is not necessary at this time.